Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system did not boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.